Event description:
The customer stated that he tested his blood glucose and received a reading of 351 using his contour meter. He rested using another meter and received a reading of 106 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer also performed control test while troubleshooting and received two results of 328 mg/dl. The normal control range was 104-144 mg/dl. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.